Event description:
The catheter was under pressure from a power injector during the procedure and was already in place in the patient. A power injector was in use to insert contrast: flow rate of 8cc/24cc and pressure was 700psi. The catheter hub detached from the catheter and contrast and blood were ejected into the work space, including onto staff. The patient was unharmed, though there was minor delay while a new catheter was placed. Several staff members were splashed with one minor injury. There is no known pathogen exposure to date. Catheter was rated for a flow rate of 27cc and pressure of 1050psi.